Event description:
The customer reported that the insulin pump alarmed low reservoir after the third day use. The customer reported having high blood glucose and she felt that the insulin pump was not delivering insulin. The blood glucose at time of call was 239mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The customer did not have the tubing clamp to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.